Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "blunt" (dull). The customer (surgeon) reported: the tips of his knives from the custom pak sometimes are bent and dull. This has been for problem for more than a year now. The surgeon stated, there was no patient harm and no delay. Additional follow-up information has been requested.